Event description:
It was reported that (1) instrument was used during a laparoscopic etopic pregnancy. It was reported by the rep that the tsw35 instrument was closed down across the fallopian tube. When it was fired, only half of the staples were palced, and the knife did not cut. The case was completed by using another instrument. There was no consequence to the patient.